Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported encountering a supply bag line blocked error message during the pd treatment. The patient canceled the treatment and when removing the cassette/tubing set noticed some moisture inside the cassette door. Upon follow up it was determined that the patient had discontinued treatment for that day and resumed the following day when the new cycler was delivered. The patient reported not to have experienced any adverse events or discomfort as a result of this incident. The pd nurse had been notified about this incident but no prophylactic antibiotics were prescribed. The patient stated that the sample in question was still available and a ship kit was sent for sample retrieval, however no sample has been received to date.